Event description:
It was observed during central processing, that a wire on the prograsp forceps instrument was frayed. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has been returned for evaluation; however, evaluation has not been completed. A follow-up MDR will be submitted post failure analysis evaluation. This complaint is being reported due to the frayed wire found on the prograsp forceps instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.